Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell on the floor, and the touchscreen became cracked and no longer functional. Customer's blood glucose level was 237 mg/dl. Customer has back up manual injections for continued insulin therapy.